Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had beep anomaly. The customer blood glucose level was 5.1 mmol/l. Customer reports they did not hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.